Event description:
In an attempt to place a stent over a "flap" of intima located in the pt's left iliac artery, an endovascular stent with delivery system was successfully advanced to the target lesion site. Upon the initial inflation attempt, the balloon ruptured and the stent was partially expanded. An attempt to manually inflate the balloon and fully expand the stent was unsuccessful. Subsequently, the stent and balloon catheter were withdrawn from the pt and the flap of intima was observed to be attached to the stent. There were no pt complications reported relative to this event.